Manufacturer narrative:
This is the final report.

Event description:
A report was received that during a lead revision procedure, the pt's pocket site was also relocated. The pt had reported pain at the pocket site and the ipg was too superficial. The pocket was made deeper and the pt was reportedly doing well.